Event description:
Protak did not function correctly - when the trigger was depressed, no tack came out. A second package was opened and functioned correctly, and the procedure continued without any harm to the pt.